Event description:
It was reported to boston scientific corporation that an ultraflex noncovered esophageal stent was used during a stenting procedure performed on (B)(6), 2009. According to the complainant, the device was advanced through the target lesion along the guidewire. During attempt to deploy the stent, the suture became separated and the stent could not be deployed. The procedure was completed with another ultraflex noncovered esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "no problem".

Manufacturer narrative:
(B)(4), deployment suture broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).